Manufacturer narrative:
It was reported that there was aortic stenosis with bioprosthetic valve degeneration. Structural valve deterioration (svd), or degeneration, is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The specific failure mode cannot be conclusively determined as the device was not returned for evaluation. However, it appears that the stenosis was likely caused by the valve degeneration. There have not been any allegations of a quality deficiency related to the explanted valve. No further actions are possible with the available information.

Event description:
Edwards received information that a bioprosthetic aortic valve, implanted approximately thirteen (13) years and four (4) months, was explanted due to aortic stenosis. It was identified, through review of source documentation provided, that there was bioprosthetic valve degeneration. The device was replaced with another edwards bioprosthetic valve.